Event description:
Dome detached from feeding tube during traction removal. Tube was removed manually and a gastrostomy was necessary to remove the dome. Rep met with contact to review traction removal and believes that contact was pulling tube from too far up the catheter and away from the skin. Peg had been in place for over one year.